Event description:
It was reported that during hip procedure in 2007, acetabular apex plug was opened and product in package was identified as a vision plug.

Manufacturer narrative:
Eval of returned device found implant does not meet design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.